Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh device may have caused or contributed to the reported event. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, per medical records: (B)(6) 2011: robotic supracervical hysterectomy and sacrocolpopexy with implant of non bard/davol gynemesh, and a ventral hernia repair, with implant of sepramesh ip. Per operative dictation, a 10 x 15 sepramesh was placed to cover x2 defects with overlap. On (B)(6) 2016: lap cholecystectomy and open primary repair of transverse colotomy. Piece of colon stuck to the mesh. Colon and partial mesh removal. Per operative dictation: " it was noted that there was intra-abdominal mesh as well as significant adhesions to her abdomen with a piece of transverse colon adherent to the mesh." This portion of the colon was dissected off the mesh and repaired. Omental adhesions were then taken down from the mesh. All non-incorporated mesh was taken down.